Event description:
It was reported that non-sustained lead noise episodes showed inhibition of pacing due to myopotential oversensing. The oversensing was noted on a stored egm. The patient was pacemaker dependent. Programming changes were recommended. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.